Manufacturer narrative:
A review of the data provided was performed. Within the data provided there were 16 positive samples and 15 of the 16 samples were near the limit of detection (lod). The control cts performed in line with internal release data and the control curves did not show any major signs of shift or suppression. In addition the ic performed consistently throughout the entire run in the controls and samples. An investigation was performed and no product problem related to the customer allegation was identified. Based on the information and data provided and the investigation performed there is no indication the product is not performing as intended. It is likely the discrepancies alleged could be due to site or sample specific factors like the samples near the lod or workflow/ handling. An investigation was also conducted on the reagent lots used and no product problem was found. Note that two reagent lots were used for these 16 samples: g29330 (exp. 11/30/2021) and h01403 (exp. 01/31/2022). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results for several patient samples while using the cobas® 6800/8800 system. 16 patient samples initially generated a positive result for sars-cov-2 but were negative when retested on a different platform. The initial results were not released. No harm was indicated. Please note no unique information was available regarding patient samples or runs therefore, a single batch MDR will be filed to address the customer allegations in this case. An investigation has been initiated and is ongoing.

Manufacturer narrative:
(B)(6). A customer from (B)(6) alleged discrepant results for several patient samples while using the cobas® 6800/8800 system. No harm was indicated. A single batch MDR will be filed to cover the entire allegation of 16 samples. A preliminary investigation on the alleged lot has been performed and no product problem related to the customer allegation was identified. 15 out of the 16 alleged samples were at or near limit of detection (lod) of the assay. Further investigation has been initiated and is ongoing. (B)(4).